Event description:
(B)(4) sent to the FDA by a health professional. Shortly after a lap-band implant the pt had episodes of diarrhea. The pt "had problems" with the port access and the port was repositioned. Within one week the pt had episode of severe abdominal pain associated with hematochezia and underwent subsequent eval including colonoscopy which showed several colonic ulcers as well as rectal fissures, and had worse problems with diarrhea. The pt had a repeat colonoscopy which showed still about four different ulcers in the descending and transverse colon as well as perianal fissures. The biopsy results are consisted with inflammatory bowel disease and probably with crohn's disease. The pt also underwent a CT scan. The health professional noted that the "impression is that the lap-band is merely a coincidental event and the crohns's disease was probably a separate entity, and the treatment of this would be unrelated to the removal or presence of the band. Furthermore, I think that taking the band out will not improve [the pt's] symptoms..." The health professional noted that the pt desired to have the device removed and explant surgery was performed. No contact info was provided in the maude event report therefore no follow up is possible at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter did not provide contact info and allergan is therefore not able to request the return of the product for analysis. Visual examination could confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. A connective tissue disease and an associated displacement of the device are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the alleged complications of connective tissue disease as follows: "contraindication(s): the lap-band system is contraindicated in: ..pts with inflammatory disease of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."